Event description:
It was reported by the pt that he is no longer able to hear with his device. The speech processor is working well. Testings were carried out with different equipment and with pressure applied, which confirmed all that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.